Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where patient did not remove the needle guard from the introducer needle prior to inserting the cannula into his body. The set was used for less than an hour. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.